Manufacturer narrative:
It was confirmed that the device was operating in skin mode and that draeger skin temperature sensors and sensor covers were in use at the time of the event. Log files from the reported event were requested but not provided, so the reported symptoms could not be confirmed. The customer attempted to recreate the issue and provided a video of the performance; however, log files from the recreation were also unavailable. As a result, the presence or absence of the ¿centr. Sensor missing, radiant heating off¿ alarm could not be verified. It was noted that the skin temperature sensor had been placed under the patient¿s armpit. According to the babyroo instructions for use (IFU), the recommended placement for the skin temperature sensor is over the liver or kidney region. A draeger technician visited the site and replaced the skin temperature sensor cable assembly to address the issue. The removed cable assembly was submitted for investigation and tested on a babyroo tn300 test bed. No malfunction was found, and the component performed as intended. Due to the lack of log data and the absence of a confirmed malfunction, the root cause of the reported issue could not be determined.

Event description:
The babyroo tn300 device intermittently fails to recognize the temperature sensor and the temperature key on the lcd interface. Additionally, temperature readings are occasionally inaccurate. Critically, the device did not generate an alarm to alert the user that the temperature sensor was not fully connected. Due to the incomplete connection of the temperature sensor, the device failed to detect changes in temperature, compromising its thermoregulation functionality. This resulted in a patient overheating.

Event description:
The babyroo tn300 device intermittently fails to recognize the temperature sensor and the temperature key on the lcd interface. Additionally, temperature readings are occasionally inaccurate. Critically, the device did not generate an alarm to alert the user that the temperature sensor was not fully connected. Due to the incomplete connection of the temperature sensor, the device failed to detect changes in temperature, compromising its thermoregulation functionality. This resulted in a patient overheating.

Manufacturer narrative:
Draeger has started an investigation, a follow up report will be sent upon completion.